Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA before 04/16/2011.

Event description:
The customer reported fluoroscopy activated for an instant, but then shuts off (the same is true of the irradiation lamp).